Event description:
It was reported the image of the camera head was blurry and would not focus. The reported malfunction occurred at an unspecified time. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
E2: no; e3: non-healthcare professional. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the image of the camera head was blurry and would not focus. The reported malfunction occurred at an unspecified time. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: g3, h2, h3, h4, h6 and h11 for updates. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.